Manufacturer narrative:
The product involved in the report was returned to the vendor for evaluation; additionally, a photograph was provided. Based on the investigation performed by the vendor and review of the photograph the complaint is considered confirmed as reported. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 01 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, on the first 14 days of use, the inflating tube had fallen out of the tape used to hold the tube in place. The patient was reintubated. It was additionally reported; the patient had seizures and a bite block was used (no additional information was reported concerning the seizures); no injury was reported.